Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the leadless pacemaker (lp) was successfully and upon release, it was observed that the tethers did not release from aveir vr via fluoro guide. It appeared that there was separation of coils of tethers but no release. After multiple attempts of troubleshooting a 6f snare was used to the aveir vr and successfully removed all the aveir vr. A new aveir ar and vr were placed. The patient was in stable condition.